Event description:
The customer reported that after a hysterectomy, the surgeon noticed 2nd degree burns in the surgical area. The burns were treated with cream and plaster.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.